Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the handle could not be used to open the jaws. No patient injury occurred.

Manufacturer narrative:
One lf1537 ligasure device was received, and an evaluation confirmed the reported issue. Visual inspection found the metal flange was damaged and there was fluid ingress inside the device body. A mechanical evaluation confirmed the jaws would not operate when the handle was used. The metal flange within the device was damaged in a way that prevented the piece from pulling the inner tube to operate the jaws. The tube is made of stainless steel and should not break without exerting excessive force or abuse. The damage to the flange and fluid ingress indicate the device may have been subjected to reprocessing. The investigation identified the root cause of the reported event to be user error in reprocessing the device. The instructions for use included with this product states that the device is made for single use, and multiple uses or reprocessing could potentially impact the structure and components. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.